Manufacturer narrative:
H4 - expiration date: 31-dec-2025 corrected to 31-dec-2026. Claim # (B)(4).

Manufacturer narrative:
B4 - date of this report (dd-mmm-yyyy): 31-jan-2025 corrected to 20-dec-2024. G2 - report source: [x] other: london corrected to united kingdom. Claim # (B)(4).

Manufacturer narrative:
H6 - work order search: no additional similar complaint type events within associated lots were found. Pupillary block, non-reactive pupil and secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault, pupil block with elevated iop, angle closure with elevated iop, unreactive (fixed) pupil and iris atrophy. Due toexcessive vault, pupil block with elevated iop, angle closure with elevated iop, unreactive (fixed) pupil and iris atrophy the lens was exchanged with a shorter length lens. This resolved the problem.

Manufacturer narrative:
H6 - type of investigation 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim (B)(4).